Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump reset unexpectedly. In addition, the pump time and date was noted to be inaccurate. Reportedly, the customer was able to successfully reload the cartridge onto the pump to resume insulin therapy. Customer had elevated blood glucose levels (250 mg/dl). Customer administered manual injections to address elevated bg levels.